Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: percutaneous balloon dilatation, trigeminusneuralgi cer 1 of 2: (B)(4); cer 2 of 2: (B)(4). Broke upon use. Unknown if it was used on patient. Additional information was received via email from qa & regulatory coordinator on wednesday, (B)(6) 2018 at 5:42 am. Balloon were several time broken during the procedure inside the patient. The procedure performed was a percutaneous balloon dilatation, trigeminusneuralgi. No samples are available, devices not returning. Both devices were from the same lot. They were used in the same procedure. The last balloon they used worked fine as intervention. No patient injury. Type of intervention: the last balloon they used worked fine as intervention. Patient status: no patient injury.